Event description:
Heparinized saline was leaking from the pressure-proof tube, of a hydrolyser, which was connected to the power injector. The product was changed to a 6f guiding catheter, which was used to suction the thrombus, and the procedure was completed successfully. There was no patient injury reported.

Manufacturer narrative:
The report received states that the hydrolyser was leaking heparinized saline from the pressure tubing during a procedure. The procedure was a pta (percutaneous transluminal angioplasty) on an acutely thrombosed lower limb. There was no information regarding the patient or the vessel/lesion characteristics. A guide catheter was used to suction the thrombus, and the procedure was completed successfully. There was no reported injury for the patient. There was no return of the product and the sterile lot number was not available. There was no sterile lot number available, thus no DHR was completed. The complaint of leakage from the pressure tubing of the hydrolyser was unable to be confirmed. The product was not returned and there was no sterile lot number provided. With the very limited amount of information, it is not possible to draw a clinical conclusion regrading the device and the complaint and any contributing factors.